Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/22/2016 to report that on (B)(6) 2016, the receiver shut down several times this day and would only turn on by resetting the device. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The pediatric patient was using a receiver approved only for adults. Labeling indicates: dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes.